Event description:
Additional information received indicated the patient underwent surgical intervention wherein the system was explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data in section h: device code 1395 reported in the initial report was change from to 4003 due to further review. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported during a routine reprogramming session diagnostics indicated high impedance readings on all contacts. X-ray imaging showed the lead to have migrated out of the epidural space. Surgical intervention may take place at a later date to address the lead.